Manufacturer narrative:
Device not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was interfering with anesthesia equipment. After the navigation monitor was turned off, the pulse oximetry worked better. Site noted that systems were not using the same outlet. It is unknown if use of navigation was aborted as a result of the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.